Event description:
The patient had the vns explanted due to lack of efficacy. The explanted generator and lead were received for product analysis. Generator analysis showed that there were no performance, or any other type of adverse conditions found with the pulse generator. The impedance change history showed no impedance anomalies. Lead analysis was completed and abraded openings in the outer and inner tubing were found, with associated fluid leaks in the inner and outer tubing. No discontinuities were noted. No additional relevant information has been received to date.

Manufacturer narrative:
F10 medical device code, corrected data: initial report inadvertently did not include code ¿a180103.¿